Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the distal lv (low voltage) electrode of the lead was covered in blood.the analyst also noted: lead returned with the helix was fully retracted. Helix was able to be extended and retracted, extension/retraction turns within specification .

Event description:
It was reported that during the implanting procedure, the helix never deployed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.